Manufacturer narrative:
Device passed displacement test, self test and unexpected restart error test. No unexpected restart error and watchdog timeout error noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected restart error alarm and an a watchdog timeout alarm. Blood glucose value was 250 mg/dl at the time of the incident. Troubleshooting was not performed but the device will be replaced and returned.